Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a thoracoscopic lobectomy, during bronchial treatment, the staples did not come out at the fifth firing, but the staple pushers appeared. Another device was used to complete the case.